Event description:
The reporter called and alleged a discrepant result when compared to the lab. The reported device result/lab inr was >8 with a repeat >8/4.8. The patient was treated from the lab result. The device was replaced and requested to be returned for evaluation.